Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had pain at the ipg and anchor sites. Surgical intervention was undertaken on (B)(6) 2025 and the ipg was moved from the right flank to the left flank. The anchors were also explanted and replaced.